Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa), which replicated and confirmed the customer reported complaint. The instrument was found to have a frayed grip cable, but the cable was not fully broken, at the force amplification pulley location. Some bundles of the frayed cable strands stuck out at the wrist. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the tip-up fenestrated grasper instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the device logs for the tip-up fenestrated grasper instrument associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2024 via system sk1948 for an abdominoperineal resection (apr) procedure performed at (B)(6). There were 4 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted procedure, the clinicians noticed that the tip-up fenestrated grasper instrument jaws were broken. The patient was being treated with an abdominoperineal amputation for adenocarcinoma of the lowest section of the rectum following neoadjuvant radio-chemotherapy. Per the reporter, there was a risk of intra-abdominal tissue damage during surgery, due to the presence of broken metal in the surgical site. It is unclear if any fragments were retrieved during the same procedure. The procedure was completed with a back-up device. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.